Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to cystocele, rectocele and cystourethrocele. It was also reported that following insertion the patient experienced pain, erosion, granulation, urinary/bowel problems, bleeding, recurrence and dyspareunia. It was further reported that patient underwent mesh revision, excision of sutures and granulation tissue and bilateral oophorectomy on (B)(6) 2006. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).